Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system, solution set with duo-vent spike was leaking. The leak was further described as, ¿the white part (white over wrap) that holds the two pieces at the bottom was leaking normal saline¿. This issue occurred during setup prior to patient connection. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.